Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative found the both hard drives to be nonconforming and replaced them. It cannot be determined conclusively how these components became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming hard drives. It cannot be determined conclusively how these components became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the surgical system was hanged. The procedure details and patient harm was not provided. Additional information has been requested. Additional information received indicating the event was occurred before cataract surgery. The procedure was completed after restarting the system. There was no patient harm.